Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion after the device was explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic during pacing pauses that were displayed on the electrogram (egm) as asystole episodes. The implantable pulse generator (ipg) was interrogated and "checked out fine" however the sensitivity was reprogrammed. The following day, the device was explanted and replaced. No further patient complications have been reported as a result of this event.